Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use the subject device had screen showing error b30 and e216, and green screen. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e104 fog free function error, component failure of the defogging function, outer tube is dent, component failure of the outer tube, cuts on video cable, component failure of the video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.